Event description:
The patient reported the patient line was separated from the yume set during therapy. As the patient had a stomach ache, he inquired how to continue the therapy. The call center staff explained it to the patient, and advised to change the therapy setting and use a new kit. On an unknown date, the patient began dianeal therapy. On (B)(6) 2010, the patient contacted baxter (B)(4) technical service center and stated that he experienced abdominal pain during dwell. The outcome of the event and the causality were not reported. There was no allegation of device malfunction. Follow-up information was received on (B)(6) 2010 from the patient: the patient contacted baxter (B)(4) technical service center again and complained that he experienced abdominal pain. It was not reported if the first abdominal pain resolved or not. No further information was available at the time of this report.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation.